Event description:
Additional information was recieved from the patient. Cause was not determined. They requested an appointment with the medtronic rep to reboot the device. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they are seeing a settings not available message on their controller which started last night, and continues today. They said that they normally have it on program c and all of the settings were maxed out to 8.0 and they usually have it between 6.8 or 7.0. Patient says that when they get up at 7.2 or 6.7 they can feel a pulsating in their body so they back the stimulation down a little bit. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient doesn't have a managing healthcare provider (hcp), so emailed hcp listings to the pt for them to follow up with. Patient called back regarding settings not available message from this case. Patient confirmed they get the message on all 3 groups. Patient repeated all the settings on c had gone up to 8.0 when usually if they get above 7.3 or 7.4 they'd have to back down because they'd get tingling sensations. Patient said they go through the va for the stimulator and tried going through the physician listings they got yesterday, but the doctors were out of coverage for the va. Patient asked if a rep could meet them at the va to check the stimulator. Agent reviewed role of rep and provided nas number for va to call if needed.